Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was in the range of 280-290 mg/dl. The customer addressed their bg with a correction bolus. A cartridge change was performed resolving the issue.